Event description:
The customer stated, she was treated by the paramedics due to low blood glucose. No blood glucose reading was reported. The customer also stated she was hospitalized on another occasion for low blood glucose. Troubleshooting was performed and the insulin pump passed the displacement test, and the programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.